Event description:
It was reported the on button works intermittently. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main keypad was out of specification, the on key was collapsed. It was also noted that the main clear cover was missing. (B)(4).